Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Regarding the report of haze on a single-piece intraocular lens (iol), these moderately blurry images/photographs show a diffuse, non-uniform white haze extending across the visible areas in the parallelepiped slit image, affecting the anterior and posterior subsurface of the iol. While the identity of the haze cannot be confirmed from this photo review alone, its appearance may suggest subsurface nanoglistenings (ssng), characterized by a whitening effect caused when light entering the eye reflects and scatters off nanosized fluid-filled vacuoles within the lens subsurface. This scattering creates a diffuse whitening or haze effect in the iol subsurface. Further evaluation is needed to accurately identify the haze and determine its relevance to the complaint investigation. The root cause for the reported complaint could not be determined. Based on our observation on the returned photos, they show a diffuse, non-uniform white haze extending across the visible areas in the parallelepiped slit image, affecting the anterior and posterior subsurface of the iol. Impact on the vision cannot be determined from the photos. A definitive determination of haze cannot be made from the returned photos - the provided photos are consistent with haze. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of haze on intraocular lens (iol). Additional information received stating that as per surgeons opinion iol contributed to event.